Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer resumed pump therapy and blood glucose (bg) levels were elevated (300 mg/dl). Customer delivered a correction bolus to treat elevated levels; however, bg level did not decrease to target level. Customer reverted to manual injections. Tandem technical support was unable to troubleshoot the issue with the customer as issue occurred in the past.